Event description:
Information was received from a health care provider (hcp) regarding a patient (pt) with an implantable neurostimulator (ins). Hcp returned the system with product return paperwork specifying the reason for removal as explanted because expired. No further information was provided.

Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead. Product ID 977a275 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 14-feb-2027, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(6), ubd: 11-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: product ID# 97715 product ID 977a275 serial# (B)(6) product ID 977a275 serial# (B)(6) the devices passed functional testing. No significant anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.